Manufacturer narrative:
(B)(4). As the device was not returned, an analysis investigation could not be performed.  A conclusion could not be reached as to what may have caused or contributed to the event.  Complaint information is trended on a regular basis to determine if further investigation is warranted.  The lot/batch/serial number was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a laparoscopic unknown procedure, the blade was broken outside the patient when the nurse wiped the blade. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.